Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the presence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer will continue to use their current pump for insulin therapy.